Event description:
Date of event is unknown. On january 30, 2009, a boston scientific employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787 (see attached). The following information was derived from this article: patient underwent duodenal stenting. Patient developed gastrointestinal bleeding 30 days after stent placement. The cause of the bleeding could not be identified because severe food stasis in the stomach did not allow endoscopic examination. No other treatment could be offered to this patient because of a rapid and severe deterioration in the general medical condition. The patient expired due to deteriorating medical condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.